Event description:
A nurse reported that a patient experienced a myocardial infarction and expired, on (B)(6)2014. This nurse stated that the patient was not dialyzing at or four hours prior to the event.

Manufacturer narrative:
This nurse provided limited information for this safety report. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.